Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the follow-up visit, the implantable cardiac monitor exhibited back-up vvi operation. The device was restored to normal function. The patient's condition post event was good.